Event description:
The us complainant reported the surgeon gained access to subclavian artery of a 65-year-old female patient, via surgical cut down and inserted axillary kit. Impella 5.5 was inserted over abiomed .018 wire, but was unable to be fully delivered. The device reportedly got stuck near ascending aorta due to patient anatomy. Surgeon opted to remove 5.5 and tried with impella cp. There was no known patient harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The investigation into the reported delivery issue -anatomy has been completed since the original report was filed. The root cause of the delivery issue- anatomy was most likely due to patient condition.